Event description:
It was reported that prior to implant, while exercising the helix mechanism, the physician thought the helix was too slow to deploy. The lead was not used and was replaced. There was no apparent patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found; full lead returned and analyzed.